Manufacturer narrative:
(B)(4). A review of the records related to this equipment that included labeling, manual, trending, device history records, service records and risk documentation reviews for this equipment was performed. The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation no problem was found. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with blurry vision in both eyes. The topical steroid dosage was increased. It was stated that the patient no loss of best corrected visual acuity (bcva). The patient complained of blurred vision with light sensitivity. Patient's vision is about 20/50 in both eyes and began another steroid today ((B)(6) 2020) patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2020. Right eye pre-op 20/20 -2.25 x -.75 x 170, left eye pre-op 20/20 -2.00 x -.75 x 18.